Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to the right atrial (ra) lead exhibited high impedances out of range. Additionally, the ra lead presented oversensing. The lead was reprogrammed and the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to the right atrial (ra) lead exhibited high impedances out of range. Additionally, the ra lead presented oversensing. The lead was reprogrammed, and the system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the impedances of the ra lead continue to increase and exhibited high pacing thresholds. Boston scientific technical services (ts) recommended to reprogram the device. The ra lead and this pacemaker remains in service. No adverse patient effects were reported.